Event description:
Please refer to medwatch manufacturer report number 2954917-2012-00023. This report is for the second device involved in the case. Pt was a (B)(6) male with a history of a grade 5 left temporal arteriovenous malformation who had previous coiling of flow related to aneurysms in the anterior communicating artery. Since the last procedure, pt developed two new flow-related aneurysms. During coiling of the second aneurysm, a coil dislodged to the left a2 vessel. During the removal attempt of the coil, coil migrated to the right middle cerebral artery (mca) and was unable to be removed. Multiple attempts were made with 2 mm and 4 mm snare devices, a 2 mm alligator device and a merci retriever v 2.0 firm device to remove the coil with no success. While trying to remove the coil using the merci retriever v 2.0 firm, the retriever broke in the right middle cerebral vessel. Then a merci retriever v 2.5 firm was used in an attempt to remove the retriever v 2.0 firm as well as the coil from the mca. This v retriever also broke. A 2 mm snare was advanced through excelsior (B)(4) microcatheter into the proximal right mca. This snare was able to remove the most proximal merci retriever from the right mca. However, the first merci retriever v 2.0 firm and the coil remained within the mid m1 segment of the right mca with resultant occlusion of distal flow. 100 grams of mannitol were administered into the pt and upon normalization of act, the pt was transferred emergently to the operating room for right craniectomy, arteriotomy and removal of foreign body under direct visualization. Post interval right hemicraniectomy, there was evidence of small underlying right subdural hemorrhage as well as diffuse sulcal effacement with diffuse sulcal and basilar cistern subarachnoid hemorrhage.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because, the lot number for the device was not reported to concentric medical, the manufacturing records for the merci retriever v 2.5 firm device could not be reviewed. The current device instructions for use (IFU) lists a warning in the IFU that provides recommendations to reduce the risk of fracture.